Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up, and low impedance was observed on the lead. Fluoroscopy determined the lead had dislodged. The lead was capped and replaced.